Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a lead placement procedure, noise, no sensing issue, lead impedance issue and intermittent capture issue was observed on the lead. A new lead was placed through the analyzer and normal measurement was observed. Lead was disconnected and retested and normal values were observed. The device was soaked in an antibiotic solution and setscrew was exercised. The lead was reconnected to the device and continued to have abnormal measurements. Device was explanted and a new device was implanted and normal function was observed. No further information available.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory and the reported field event of low sensing, intermittent capture and impedance anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the event was undetermined.